Event description:
As initially consumer reported that lenses had some tear on them and experienced eye pain, discomfort, red eye and swelling in eye lids and she had visited doctor visit on (B)(6) 2024, and was diagnosed with corneal ulcer in her left eye. She had received medical attention for the symptoms and has been treated with antibiotics and artificial tears. The symptom's resolution is unknown at the time of this report. Additional info has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information updated b5., b6 (removed incorrect details). H6 (removed e0818- eye infections and added e1702- angioedema). H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer states that, consumer sought a doctor's visit with a chief complaint of painful eye on left eye for five days with mild in severity, associated with symptoms of foreign body sensation, red eyes, and swelling eye lids and was diagnosed with corneal marginal ulcers. The consumer received a counselling on corneal marginal ulcers, underlying blepharitis with eye lid hygiene. The consumer was treated with artificial eye drops and ofloxacin 0.3% one drop for os every two hours for 24 hours and every six hours for seven days. Additionally, the consumer scheduled for follow up visit for next two days. The status of consumer eye is unknown at the time of reporting. Additional information has been requested but not yet received.